Manufacturer narrative:
(B)(4). Date sent: 6/24/2021 concomitant products generator.

Manufacturer narrative:
(B)(4). Batch # u93y0r. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps02 device was received with the electrode not present and not returned. The instrument was disassembled and it was noted that a portion off the electrode was still attached to the weld. In addition, the weld was intact. It could not be determined what may have caused the incident reported. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the electrode completely detached from the shaft? No further information will be available.

Event description:
It was reported that during an ob-gyn procedure, the electrode broke when the nurse was cleaning the scorch on the electrode. The issue occurred after the device was used for 1 to 2 hours. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.